Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or varify failed batt test/battery failed alarm or replace battery now alerts due to blank display. Also, received with moisture damage on the motor and force sensor. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump received a failed battery test and replaced battery now alarm. The customer¿s blood glucose level was 5.4 mmol/l. The insulin pump will be returned for analysis.